Manufacturer narrative:
(B)(4). Date sent: 07/30/2025. D4: batch # 309d21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event of difficult to open could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although it could not be determine the cause of the reported incident, proper usage of the endo linear cutters - echelon is important to ensure functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 324d63; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 309d21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure, the surgeon started the first shot, accommodated the tissue and triggered the first trigger. However, when pressing the second trigger for stapling, the device did not respond. The doctor pressed the trigger several times without success. The seller responsible for the line and for following this procedure, asked the doctor to open and close the stapler for a new attempt. At the moment, the stapler crashed, and the red button must be triggered to release the jaw. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.